Event description:
Outside us case, because in canada: patient reported that the bladder catheter has eroded through the skin and was exposed. Patient was hospitalized and removal of the bladder catheter scheduled. The distal part of the bladder catheter was removed, left approximately 5cm of the bladder catheter attached to the pump and tied it closed. No new parts were inserted as part of this re-intervention.